Event description:
It was reported to philips that it was not possible to turn on the azurion system. No harm was reported to philips. The device was outside of clinical use at the time of the reported event. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that system could not be started up. Upon troubleshooting, the philips remote service engineer (rse) found that differential switch in the electrical panel had tripped and requested onsite support. Review of the log files shows warning "mains quality failure measured by control module". Upon troubleshooting, the philips field service engineer (fse) found no problem with the azurion device, and the reported problem was due to defective differential switch. To resolve the issue, customer replaced the differential switch. As a result, no service has been carried out by philips. There has been no additional information received to date. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. It is instructed to not use the product for any application until the user is sure that the user routine checks have been satisfactorily completed, therefore, as the device was outside of use at the time the issue was identified, the user would identify this issue prior to use. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.